Manufacturer narrative:
Mts requested that the customer return the sample for further evaluation. Results of this testing are pending.

Event description:
The customer reported that they observed a positive result (2+) in the anti-d microtube of the mts a/b/d monoclonal and reverse grouping card while testing a cap sample. The customer re-tested the sample on 03/16/2007 with the same lot of mts a/b/d monoclonal and reverse grouping cards and indicated that they observed negative results in the anti-d microtube. Incident occurred during cap testing. Live patient testing was not taking place at the time of the incident, preventing erroneous test results from being reported. This issue is also being reported under medwatch MFR# 1056600-2007-00110, to document an additional false positive result with a different sample using another card from the same lot of gel cards.